Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of cutter was confirmed during a procedure. The condition of aspiration is unknown. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information provided. One probe sample was returned for evaluation. The sample was visually inspected and found non-conforming with foreign matter on the needle. The sample was then functionally tested for aspiration, actuation and cut and was found conforming for all three tests. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The complaint evaluation does not confirm the probe had a performance issue. The probe performance testing met specification for cut, actuation, and aspiration. The exact root cause of why the customer thought the probe had a performance issue cannot be determined from this evaluation. Unrelated to the reported issue, during the visual inspection foreign matter was observed on the needle. The source of the foreign matter cannot be determined by this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).